Manufacturer narrative:
The rse evaluated the device remotely and determined that the battery test failed during the operational check. The rse then went through the entire cycle of discharging the battery completely and charging it again, but the battery still did not work. Subsequently, the rse cross-checked the battery function with another unit and confirmed that the battery was faulty. Hence, the dfm100 lithium ion battery ((B)(4)) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the battery test failed during the operational check. The fse then went through the entire cycle of discharging the battery completely and charging it again, but the battery still did not work. Subsequently, the fse cross-checked the battery function with another unit and confirmed that the battery was faulty. Hence, the dfm100 lithium ion battery (B)(6) was replaced to resolve the issue and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective battery (end of life). The reported problem was confirmed.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that battery was not functioning. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.